Event description:
Reporter alleged there is a slight brownish color to the bottom of the base of the blood glucose monitoring device as well as shavings of the black plastic from the pin holder. Reporter stated the base unit has been mounted on the wall and is 5 years old. Reporter indicated there was no smell, no smoke, and no evidence of melting or fire as well as it has never been cleaned. A request was made for the return of the suspect device and replacement product was sent.